Event description:
The physician obtained access to the femoral artery using the axera device. The 0.18" guidewire was inserted through the device however it was not visible fluoroscopically. The physician decided to revert to a standard arteriotomy and removed the guidewire and axera device after cutting the latchwire to maintain arterial access. He inserted the introducer sheath and proceeded with the diagnostic procedure. Following completion of the procedure the sheath was removed and manual compression was applied. While pressure was being held the pt complained of severe pain. It ws determined that a dissection had occurred. The physician accessed the artery from the contralateral side and repaired it with a peripheral balloon inflated several times. The pt was transferred to ICU and discharged on the third day of recovery without further incident.

Manufacturer narrative:
The device was returned and inspected. The analysis confirmed that the latchwire was cut. Additionally, the analysis found the needle lumen anchor (nla) to be bent. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this reported problem. Additionally, (B)(4) history was reviewed and no (B)(4) have been initiated that are related to this failure mode. The probable root cause for the reported dissection based on available info, is unk. No further action is required at this time and the reported issue will continue to be monitored.